Event description:
We have been informed that during a posterior procedure, the laser foot switch malfunctioned, requiring the replacement of both the foot switch and its cable in order to proceed with the procedure. No report that actual patient/ user harm occurred. However, due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a laser pedal was provided for investigation. Visual inspection of the returned pedal revealed a lot of damage on the outside of the pedal, and functional inspection revealed a fully depleted battery. After charging the battery, the charge did not exceed 0%. Based on investigation results, it was determined that the reported complaint is attributable to a loss of capacity of the battery cell of the pedal.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (lp-batcell). Since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during a posterior procedure, the laser foot switch malfunctioned, requiring the replacement of both the foot switch and its cable in order to proceed with the procedure. No report that actual patient/ user harm occurred. However, due to the reported event, surgery was prolonged > 30 minutes.